Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk; pouch model: 8590-1 lot# n124713, implanted: 2008 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information received reported that two weeks ago the patient was switched from morphine to dilaudid. The patient felt he was having some withdrawal symptoms, but they passed in less than a day. This was attributed to the patient adjusting to the new medication. The patient was doing well and receiving effective therapy.

Event description:
Patient reported had been through a past withdrawal; drug infused via the device at the time was not reported. Additional information has been requested; a follow-up report will be sent when it becomes available.